Event description:
This rv lead was implanted on an unknown and remains implanted at this time. In a product experience report received on (B)(6) 2018 periods of oversensing or pacing failure were noted on the holter monitor. The sensing sensitivity was then changed from 1.5mv to 2.5mv. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).